Manufacturer narrative:
A nurse has also advised the patient on techniques to reduce the probability of catheterization related infection.

Event description:
Patient (user) reported he contracted a urinary tract infection. Symptoms continued to reoccur periodically despite several antibiotic treatments. During his most recent urology visit his doctor advised more frequent catheterization and to expect a urinary tract infection to occur from time to time as a result of catheterization in general.